Manufacturer narrative:
(B)(4). Concomitant medical products: ep-107825, e-poly 40mm maxrom lnr sz25, 763440; 51-104160, tprlc 133 t1 pps ho 16x152mm, 2643521; s001140, selex/magnum mod hd 40mm std, 937410; 16-116060, rnglc+ ltd hole shell sz60, 628180; 103533, ti low profile screw 6.5x30mm, 687400. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00818, 0001825034-2019-00820, 0001825034-2019-00821, 0001825034-2019-00822, 0001825034-2019-00824. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the initial primary right procedure, the patient experienced blood loss of 1 liter and required 2 units of prbcs. Attempts have been made and additional information on the reported event is unavailable.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.